Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for congestive heart failure/ fluid volume overload symptoms from a clinic visit. While in triage, the nurse called to inform that the system controller showed a driveline fault advisory alarm. Log files were obtained, and a system controller exchange was planned while in the emergency department with the backup system controller. Log files were sent to see what could be causing the alarm. On interrogation, the heartmate touch showed to replace the emergency backup battery. It was noted that the backup battery was replaced during the last admission in feb/mar2025. The log file confirmed driveline power b faults. It was recommended to replace the modular cable along with the system controller. The log file also contained controller clock corrupt/clock invalid events, which are usually caused by all power to the system being lost. The area where the percutaneous end connects to the driveline end looked very dirty and was all taped up. No tears were noted toward the driveline portion that connected to the controller, but the integrity of the opposite side was questionable. The modular cable and the controller were exchanged and the alarm resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not conclusively be determined through this evaluation. The controller event log file contained events from 01feb2000 through 05feb2000. A driveline power fault alarm, associated with power a line faults (pwr_a_broken), was active throughout the duration of the file. Additionally, controller clock corrupt alarms were active through the duration of the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the report events; however, no additional information was provided by the customer. The modular cable was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support, with no further reported issues at this time. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 2 of the IFU explains that if it has been determined that damage has been detected in the modular cable, it should be replaced, and provides instructions on how to do so. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.